Event description:
Health professional reported that patient allegedly experienced dysphagia, nausea, and vomiting with the lap-band system and that the health professional was "unable to retrieve fluid from port." These events were first noticed when the patient complained of vomiting. An upper gastrointestinal (gi) was conducted and it was determined that the band was too tight. Health professional laparoscopically adjusted the tightness of the band. The lap-band system was later explanted without replacement. Health professional reported that the "tubing near port had several puncture holes", which was noted upon explant. Follow up findings: health professional reported a "history of difficult fills" when adjusting the lap-band system. Per the physician notes there are "multiple issues accessing port" and the patient is "experiencing dysphagia." Follow up findings: during explant "extensive adhesions" were found, "freed up" and "lysed." The "surgeon divided the band tubing and saw no fluid return." The surgeon saw "brown murky particulate fluid in the balloon of the band." The "fluid was suctioned out and cultured by the lab with no growth." Surgeon noted "no hole in the balloon" of the device. "The patients dysphagia was potentially due to the severe capsule formation underneath the band. The particulate fluid in the band balloon was unusual and there was no evidence of erosion."

Manufacturer narrative:
(B)(4). Allergan has received the product however the device has not been identified nor has the analysis has not been completed at this time. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the reported event of difficulty adding/removing saline as follows: "caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage." Device labeling addresses the reported event of vomit and nausea as follows: "nausea and vomiting may occur, particularly in the first few days after surgery and when the patient eats more than recommended." "Patients must be cautioned to chew their food thoroughly. Patients with dentures must be cautioned to be particularly careful to cut their foot into small pieces. Failure to follow these precautions may result in vomiting, stomal irritation and edema, possibly even obstruction." Device labeling addresses the possible outcome of dysphagia as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures."